Event description:
It was reported to philips that the device gave an error: ¿x-ray not possible¿ and the fluoroscopy images were black. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by pressing the footswitch again. The philips remote service engineer (rse) analysed the system remotely and confirmed that the xray not possible and fluoro images were displayed black. Review of the system log file showed en_x inactive and hand/footswitch pressed. Rse explained the customer that the foot switch has been incompletely pressed due to the influence of plastic cover and rse suggested the customer to make sure to press the footswitch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.